Event description:
Additional information was received that over a year after the initial allegation, this device was explanted and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that it was observed that this pacemaker was close to elective replacement time (ert) and later showed it was in beginning of life (bol) status. An allegation of premature battery depletion was made. A follow-up will take place again in three months. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device passed the initial labeled longevity calculations and examination of the device memory verified that the device was not near the bin edge. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. It was determined that this device met specification for battery depletion, and the issue may have occurred during device interrogation due to an inaccurate battery charge time measurement.

Manufacturer narrative:
Additional information was received with regard to this issue. A routine follow-up took place and the health care professional (hcp) did not express any concern about the elective replacement time (ert) status. The hcp said that the device's behavior is normal and similar to competitor's pacemakers. There was no allegation against this pacemaker. No adverse patient effects were reported.

Event description:
Additional information was recently received that this device was approaching elective replacement indicator (eri) and will likely be replaced in the near future. After the device is explanted, it will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.